Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with the continuous glucose monitor displaying ¿high,¿ followed by a glucose value of 319 mg/dl, while a concurrent fingerstick measurement was 282 mg/dl. The values were within 20 percent of each other and did not warrant calibration. The user noted a recent supply change with a period of disconnection as a possible contributor to the elevated glucose. No physical symptoms were reported. The outcome included automated correction by the device, with no need for outside assistance, medical intervention, or hospitalization. The investigation included troubleshooting and user education. The investigation revealed no device malfunction, and the cause of the hyperglycemia remained unclear, with transient disconnection and a supply change considered potential contributing factors. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.